Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited increased capture threshold. Dislodgement was suspected. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.